Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that device pads cable connector is not working properly. Device was in clinical use but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.